Manufacturer narrative:
Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax, and a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31452721l, and no internal action was found during the review. The force issue reported by the customer could be related to foreign material in the pebax observed during the analysis; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. In relation to the force issue, the instructions for use (IFU) contain the following information: always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the user manual for your carto¿ 3 system for instructions on how to zero the contact force reading. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified reddish brown material inside the pebax and a separation between pebax and electrode section. Initially, it was reported that when the catheter was connected, there were no errors and force was normal. Upon going on ablation at 90w, force would spike to 50-90w inappropriately. After ablation came off, the force would be normal again. The qdot dongle was rebooted, and the cable was changed; however, the issue was not resolved. This did not occur at 50w ablation, only when using 90w. Post case, there was blood/liquid visible on the catheter tip. No adverse patient consequence was reported. The force issue and foreign material (blood/liquid) were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 20-mar-2025, a hole in the surface of the pebax and reddish material inside. This was assessed as MDR reportable with an awareness date of 20-mar-2025.